Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that he had an MRI, but the mother does not know if the device was in the room during the procedure. Reviewed the alarm history and found that the insulin pump was stuck in the rewind loop. Ran a displacement test and the test failed. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. The customer's blood glucose reading was 239mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed ths displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase.